Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial implant date was (B)(6) 2014 and the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with a proximal femoral nail antirotation (pfna) on an unknown date. The pfna device broke post-operatively on an unknown date. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable, but traces of utilization were visible on the shape of the part. The part was broken in the region of the citrus hole. A device history record review was performed for the affected lot with no abnormalities or deviations detected that could have led to the complained failure. The diameter close to the region of the breakage was measured and found to fulfill the specifications. An additional check of the material used was conducted. It was determined that the material processed met all required specifications. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the investigation has shown that the pfna nail broke through the hole for the pfna-blade. Gliding- and wear marks are visible inside the hole for the pfna blade, as well as on the surface of the blade. The fracture surface shows no irregularities, but some abraded and shiny areas indicating that, after breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces. The dimensions of the pfna nail (as far as measurable) were checked and found to be in compliance with the technical drawings and specifications. The examination of the manufacturing documents and the raw-material inspection sheets showed no deviation in relation to the chemical composition, microstructure, and mechanical properties. The material of the pfna nail is in compliance with the international standards for implants made of stainless steel. Wear marks are a result of micro movements between the pfna nail and the blade and are a sign for high dynamic loads and instability. The micro movements caused damage to the passivation layer of the metal. No evidence of material or manufacturing defects was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The update provided in the supplemental report submitted on (B)(6) 2016 was reported in error. That updated information pertains to a separate case that was captured in and reported under (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(4) 2016: e-mail dated (B)(6) 2016 states that the issue was solved by opening a new package of cement kit, as the hospital keeps some kits in stock. The surgery was prolongated by approximately ten (10) minutes due to repeated mixing of cement. Surgery was finalized successfully after re-mixing of cement, therefore no clinical reports will be provided.